Event description:
We had 4 infants in the nicu were noted to have developed skin irritation/rashes under the site of spacelabs tru-link ECG electrodes(two patients in (B)(6) 2016 and two patients in (B)(6) 2017).